Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that one of the enclosures was cracked. A broken drape clip was also observed. A functional evaluation revealed that the unit would not respond or pressurize when the power rocker switch was engaged. The unit was disassembled and the pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit pressurized as designed. The complaint was confirmed and the root cause has been determined to be a defective printed circuit board. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during an unknown procedure, the device was not working. No backup device was available. No delay and no patient injuries were reported.